Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing a blood glucose (bg) level of 180 (mg/dl). While in the ER, customer was treated with intravenous fluids. Customer was released 6 hours later and reported having a headache that was treated by their doctor. No further information was provided on the reported event.